Event description:
The account generated a depressed wbc =0.672 10e3/ul on sample ID (B)(6) processed on a cell-dyn sapphire that repeated wbc =6.30 10e3/ul on another cell-dyn sapphire. The account uses a normal wbc range of 4.5 to 11.0 10e3/ul. The depressed wbc result was not reported outside of lab and no impact to patient management was reported.

Manufacturer narrative:
Based on the submitted data and information, the incident may have been caused by a pre-analytical issue, like a clot or a constriction in the wbc dilution cup which may have contributed to the very few cells going through the flow cell. The possibility of a pre-analytical issue could not be eliminated. The discrepant wbc result for one patient sample was deemed an isolated incident specific to cell-dyn sapphire at the account. The cell-dyn sapphire system operator's manual, provides the operator with basic troubleshooting techniques and tools. Based on the evaluation which included review of product historical data and product labeling, a product deficiency was not identified for the cell-dyn sapphire.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.